Event description:
A customer in italy notified biomérieux of obtaining a false resistant result for meropenem while testing an enterobacter cloacae ssp clocae patient strain isolated from rectal swab screening using the vitek® 2 ast-n377 test kit (reference # 423031, lot # 0271027404) in duplicate. The customer first identified the patient strain as an enterobacter cloacae ssp clocae using a vitek® 2 gn ID card (reference # 21341 lot # 2410791103). The enterobacter cloacae ssp clocae strain was then tested using vitek® 2 ast-n377 test kit (reference # 423031, lot # 0271027404) in duplicate. Both results were resistant for meropenem (mic > 8). Alternate testing was performed using sensititre test (mic=2) and e-test (mic=1). Both results were susceptible. In addition, molecular biology (cepheid) was used and the resistance mechanism was vim. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An investigation was completed in response to a customer complaint for obtaining a false resistant meropenem (mem) result while testing an enterobacter cloacae ssp cloacae patient strain isolated from rectal swab screening using the vitek® 2 ast-n377 test kit (reference # 423031, lot # 0271027404) in duplicate. The customer submitted the strain for investigational testing. The submitted strain was identified as "slashline enterobacter cloacae complex" with the vitek® 2 gn ID test kit (lot 2410833203). Investigational testing included testing the strain using a reference method as well as analyzing the strain using the vitek® 2 ast-n377 test kit from the customer's lot (0271027404) and a random lot (0271053104). ----reference test results:---- broth microdilution (bmd): mem mic = 4 mg/l (intermediate) ----vitek® 2 ast-n377 results---- customer lot (0271027404): mem mic >= 16 mg/l (resistant) random lot (0271053104): mem mic >= 16 mg/l (resistant) late growth was observed in mem wells with high concentrations. ----conclusion---- the customer's resistant results were reproduced in-house. They are due to a slight overestimation of meropenem mics on ast-n377 cards compared to reference mic and leads to a minor category error (resistant vs intermediate). A complaint history review was completed for this issue during the last 13 month timeframe with no implication of a trend. The most recent quarterly trend review did not identify this complaint as a systemic quality issue. Ast-n377 lot #0271027404 met final qc release criteria. This lot passed qc performance testing.